Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was not working. After the pump was plugged into a power source, the display would come on; however, the features were not accessible. Blood glucose was approximately 250 mg/dl. Insulin injections were used for insulin therapy.